Event description:
It was reported that at the end of a procedure using a topaz microdebrider (ifs), the wand sparked at the tip, made an uncharacteristic "popping" sound and stopped functioning completely. Because this occurred at the end of the surgery, the surgeon had already treated the majority of the tendon and was comfortable assessing that no further treatment was necessary with the topaz wand. The procedure was completed without the need for any device replacement. No patient complications were reported as a result of this event.